Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that an elective replacement indicator (eri) message was seen the patient experienced a sudden onset of tremors in their arm. It was unknown if there were any falls or trauma related to the issue. A longevity estimate with the device running for 20 hours per day was performed with the patient's current settings of 3.8v / 120pw / 140hz with therapy impedances of 750 ohms. The longevity estimate resulted in eri in 2.3 years and end of service (eos) in 2.55 years; the patient was implanted on (B)(6) 2016. An impedance test was performed and resulted in values of 486-925 ohms, which were within normal limits. It was stated, however, that an impedance test performed in (B)(6) 2016 resulted in values of 1200 ohms; an intermittent short was suspected. Another impedance test while the patient's arm was moving and while tapping on the implantable neurostimulator (ins) pocket and checking the voltage was recommended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.